Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 151 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 151 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.